Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-50, serial # (B)(4), description: infinion 1x16 perc lead kit-50 cm; model #: sc-3400-30, serial # (B)(4), description: infinion splitter 2x8 kit (30 cm) ipgs; sc-1132, sn (B)(4) and sc-1110-02 sn (B)(4). The ipgs passed all the required tests and revealed no anomalies. Lead sc-2316-70 sn (B)(4). The complaint of high impedances was confirmed. The visual inspection revealed that the lead was bent/kinked at the clik anchor site, 23 cm from the distal end. The bent/kinked section of the lead was 2 cm from the clik anchor set screw mark. The reported complaint states that a total of 16 high impedances were detected on ports a and b. The continuity test and x-ray inspection found that all the cables were fractured at the bent/kinked location. It appears that excessive tensile force was exerted onto the lead and it resulted in the fractured cables; there are no exposed cables. Lead sc-2316-70 sn (B)(4), and lead splitters sc-3400-30 sn (B)(4): the complaint was not confirmed. The devices passed all the required tests and revealed no anomalies. Lead sc-2316-50 sn (B)(4): the visual inspection revealed that the lead was cleanly cut at 43 cm from the tip of proximal end. X-ray inspections found no cable breakage and no cables are exposed. The clean cut damage is a result of a typical explant procedure and it is not considered a failure. Additionally, the distal end is missing. Damage to the device was similar to the typical explant damage and was not considered a failure. Review of the sterilization records for all the devices did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient experienced recurring electric shocks at the pocket site which were causing pain. The jolting originates from the ipg site and spreads from the patient¿s chest to her knees, and was more severe on the left side. The patient experiences exacerbation in her usual pain and tenderness 24-48 hours after the jolt. A database analysis revealed no anomalies. High impedances were noted on one of the leads. The physician was concerned about potential current leakage from the lead splitters. The patient underwent a revision procedure wherein the physician chose to replace the system. The patient is doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30 serial # (B)(4), description: infinion splitter 2x8 kit (30 cm) model #: sc-1110-02 serial # (B)(4), description: precision system implant pulse generator model #: sc-2316-70 serial # (B)(4), description: infinion 70 cm lead kit.

Event description:
A report was received that the patient experienced recurring electric shocks at the pocket site which were causing pain. The jolting originates from the ipg site and spreads from the patient¿s chest to her knees, and was more severe on the left side. The patient experiences exacerbation in her usual pain and tenderness 24-48 hours after the jolt. A database analysis revealed no anomalies. High impedances were noted on one of the leads. The physician was concerned about potential current leakage from the lead splitters. The patient underwent a revision procedure wherein the physician chose to replace the system. The patient is doing well postoperatively.